Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). The product is in process of being returned to zimmer biomet. Once the product is received and the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the unit made an irregular harvest of skin with thinner on the one side than the other. The event occurred during surgery. There was no harm and no delay in the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On july 18, 2018, it was reported that the unit made an irregular harvest of skin with thinner on the one side than the other. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports in livelink. The last repair was january 17, 2017 where it was reported that the device was skipping and giving inconsistent grafts and the thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, and o-ring were replaced. This is not a related issue. Product review of the air dermatome on august 7, 2018 revealed the calibration was out of specifications at the zero setting only. The motor speed was within specifications and the control bar was in the correct position. Repair of the air dermatome was performed by zimmer biomet surgical on august 7, 2018 which included replacement of the damaged head and bearings. Air dermatome, serial number 112179, was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the product review by zimmer biomet surgical revealed that the motor speed was within specifications and the control bar was in the correct position. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review by zimmer biomet surgical revealed that the motor speed was within specifications and the control bar was in the correct position. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.